Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customer was unsure of blood glucose level. As the customer did not have any additional cartridges available, the cartridge was re-loaded and insulin delivery was able to be resumed successfully.